Manufacturer narrative:
Block e4 updated to yes: block h6 : ge healthcare investigation about this event has been completed. On (B)(6), 2020 customer from (B)(6) in USA reported that during a case the system suddenly stopped and cannot be rebooted. Customer used a mobile c-arm to place the valve in a temporary location. 2 weeks after, the patient returned for the second procedure. A surgeon inserted a stent to "open" the valve so it would not occlude blood flow. A second valve was then inserted, advanced to the accurate location and deployed successfully. The patient is stable. It was concluded that the system may have contributed to the patient injury. I this issue remained isolated and neither design, assembly nor manufacture defect, has been identified. On (B)(6) 2020, ge field service engineer replaced the acquisition computer power supply and then the defective board which fixed the issue. No further action is required at that time.

Manufacturer narrative:
All patient information was not provided by the customer. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Full UDI is (B)(4). Initial reporter email address not provided. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2020, during a tavr (transcatheter aortic valve replacement) procedure, the system lost imaging capability. The customer performed a system reboot but it failed. The medical staff brought a mobile c-arm in order to complete the placement of the valve. Due to a non optimal image quality the valve was placed in a temporary location : in the ascending aorta. The patient was not moved in another room since the catheter was already deployed. Patient did not have complications and returned to home in stable state. Since the valve was incorrectly placed, the patient had another surgery two weeks after. The original valve could not be removed and was sitting non deployed in the ascending aorta (not its final destination). A surgeon inserted a stent to â¿¿openâ¿? The valve and push the leaflets up against the walls of the aorta so the valve would not occlude blood flow. A second valve was then inserted, advanced to the accurate location and deployed successfully. The patient is stable. The root cause of this event is under investigation.